Event description:
The patient has suffered from swallowing problems since vns implant that still effect them today after having the ncp system explanted. It was reported that the patient was taken to the emergency room when a piece of meat became lodged in their throat as a result of involuntary swallowing action. The patient reported that they have usually eaten in a standing position for almost three years. It was also reported that the patient lost their voice following implant surgery and that their voice did not completely return until 2002. The patient's device was programmed to off in 2001 as pt felt that the vns therapy made them more depressed. The patient's neurologist indicated that they did not believe that the hcp system caused the patient to be more depressed and that the patient was not experiencing any other adverse events at that time.